Event description:
It was reported by field service report that the pump runs on battery only. Power indicator light blinks when plugged in.

Manufacturer narrative:
Findings/actions taken: replaced power supply. Also performed preventative maintenance and electrical safety.